Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s husband reported that the patient was hospitalized last month due to inaccurate cgm readings, however, he can no longer remember most of the event details. The patient's husband stated he called for an ambulance as the patient¿s ¿reading was high¿, it was not specified if this was a cgm or bg meter reading. It was also reported the patient was asymptomatic. While the patient was at the hospital, the patient¿s husband stated the cgm and bg meter reading were ¿100 points off¿ and the patient was advised to replace the sensor. The patient's can not longer recall any of the patient¿s treatment/medication details for this event. In addition, the reporter could no longer could recall how long the patient was in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.